Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 377845, lot# v013770, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was complaints of shocks from the spinal cord stimulation. Interventions included considering a lead revision on (B)(6) 2014.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no actions were taken as intervention. They were going to consider future lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that reprogramming was ordered on 1/13/17 and completed on 1/24/17. The patient was reprogrammed to a paresthesia free program with an anode at 3+ and a cathode at 4-, 2.0 amp and 90 pw. It was noted that the patient now used their therapy 100% of the time. Impedances were checked on 1/24/17 and all electrodes were in range. It was reported that the event was due to programming; the final programming date and time for most recent interrogation prior to the event was 2010-dec-27. The clinical diagnosis was updated to be uncomfortable stimulation and it was noted that a possible lead degradation was considered, but lead degradation did not occur. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that reprogramming was ordered (B)(6) 2017 completed on (B)(6) 2017. The patient was reprogrammed to a paresthesia free program with an anode at 3+ and a cathode at 4-, 2.0 amp and 90 pw. It was noted that the patient now used their therapy 100% of the time. Impedances were checked on (B)(6) 2017 and all electrodes were in range.

Manufacturer narrative:
Continuation of d11: product ID: 377845, lot#: v013770, implanted: (B)(6) 2006, product type: lead; product ID: 377845, lot#: v013770, implanted: (B)(6) 2006, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that no actions/interventions were taken to resolve the shocking. The cause of the shocking was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the event was unresolved with no further action planned, but then further reported as resolved without sequelae on (B)(6)2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with epidural fibrosis. It was reported the patient complained of shock when the spinal cord stimulator (scs) was turned on. Device interrogation and device data on (B)(6) 2014 specified possible lead degradation of the leads that were placed in 2006. Reprogramming was attempted and a lead revision was considered. The event was ongoing. The event was assessed as related to the device or therapy and not related to the implant procedure.